Event description:
A surgeon reported that 3 days following implantation of an intraocular lens (iol) the pt developed endophthalmitis. Treatment included intravitreal antibiotics, antiglaucoma medications, topical steroids and eventual evisceration on post-op day 13.